Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and another manufacture's device displayed high shock impedance measurements. Boston scientific technical services directed the caller to the device manufacture's technical services. The local boston scientific field representative did not have any further information. The lead remains in service. There were no adverse patient effects reported.